Manufacturer narrative:
Method: device not returned, follow up conversation with company rep.

Event description:
During a two level balloon kyphoplasty procedure at levels t4 and t5, it was reported that the balloon ruptured. The treating physician attempted to remove the fragments of the balloon but was unsuccessful. Bone cement extravasation was noted following delivery of cement to the vertebral bodies. The balloon fragments remained in the vertebral body entombed in bone cement. The pt experienced sensory and strength deficits immediately post-operation due to extravasation of bone cement. The treating physician and neurosurgeon decided to treat the deficits with physical rehabilitation. At this time, pt continues to have some sensory loss and muscle weakness.